Event description:
Country of complaint: (B)(6). During an operation, the switch was broken. When checking the point, the welded pin was broken and was loose. Surgeon commented that if the loose pin were to fall into the pt, it would be high risk.

Manufacturer narrative:
Evaluation: this item is not sold in the us; however, similar devices are. The pin that keeps the operating lever in place was loose. The operating lever functions as intended, including the safety locking mechanism. Functionally, the product operates as it is intended. No malfunctions were noted. The fixation pin of the operating lever is displaced and the bore hole is extended. The form of the lever shows a deformation. The soldered spots (four on each side of the pin of the operating lever) are all broken. The through bore-hole is extended one-sided. The pin can be removed without any resistance. The motor housing shows friction traces at the area of the bore hole, which are related to the deformed lever. There is a notch at the front part of the lever. The deformation of the lever which occurred (due to the kind of deformation) in a lateral way caused the welding spots to break. As a consequence, the lever fixation pin became loose. The deformation is in our opinion and based on the defect occurrence related to higher forces experienced by the lever / the entire product (such as e.g. Drop down or similar circumstances). We were not able to detect any hints for a material or manufacturing issue.